Event description:
Report was received from the USA stating that during sterile processing, it was discovered that the device had an "air leak". The air leak could be heard, but the reporter was unable to determine the location of the leak. The device was not used during surgery. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info becomes available, a supplemental report will be sent. (B)(4).